Event description:
Patient had a battery change on (B)(6) 2024. Envoy medical corp. (Emc) was notified on (B)(6) 2024 that the patient was having their left sound processor battery removed because the sound processor was exposed along, he incision line, with a local infection at the site. Surgeon started the patient on oral antibiotis, and plans to decide whether to reimplant a new sound processor in 3 months, to allow for wound healing. Patient/clinical history with emc: (B)(6) 2011: implant. (B)(6) 2011: activation. (B)(6) 2011: fitting. (B)(6) 2012: fitting. (B)(6) 2013: fitting. (B)(6) 2016: fitting. (B)(6) 2017: battery check and remote support. (B)(6) 2017: battery change. (B)(6) 2017: post-battery change programming. (B)(6) 2024: battery change. (B)(6) 2024: sp explant.